Event description:
Olympus received a maude event report number (B)(4). Olympus followed-up with the user facility via telephone and in writing to more detailed information, but with no result.

Manufacturer narrative:
No device was returned to olympus for evaluation. The exact cause of the user's experience could not be conclusively determined. If additional and significant information is received later, this report will be supplemented.